Event description:
It was reported that a user on the ilet bionic pancreas experienced recurrent overnight glucose volatility after pump initiation, with an in-range bedtime glucose followed by a rapid rise that triggered multiple corrective insulin doses and an extended low to 49 on dexcom cgm; the user had eaten a small taco earlier in the evening and treated the prolonged low with oral glucose, while device data review indicated that rapid glucose rises prompted automated corrections, and the medical device problem and device component could not be characterized due to insufficient information. Symptoms included hypoglycemia with associated headache and fatigue. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided by the user and third parties. Investigation of this case revealed no findings available and insufficient information regarding a device problem or specific component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial